Event description:
Patient reported "capsular contracture baker grade unknown, swollen lymph nodes" and ""bilateral exchange from textured to smooth due to concern with the product". Device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture and lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and capsular contracture with unknown baker grade.